Event description:
It was reported to medtronic minimed that the customer noticed that the pump was exposed to moisture, pump display went black and vibrated. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed for blank, customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test and sleep current test. However, pump did not pass self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. Power management graph could not be generated. Pump error 75 alert was noted during self-test testing. However, confirmed the pump alarmed battery cycle 37.0 received the low battery alert (104) on (B)(6) 2025 08:15:00 after more than 7 days at 19.5 days. Battery cycle 36.0 received the low battery alert (104) on (B)(6) 2025 13:02:00 after more than 7 days at 40.0 days. Battery cycle 35.0 received the low battery alert (104) on (B)(6) 202510:10:00 after more than 7 days at 39.57 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found moisture damage to motor assembly, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, battery tube threads cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. Blank display was not observed during analysis but did not pass all required testing (failed self test). Blank display not confirmed. Confirmed moisture damage to pcb1, pcb2, motor assembly, and corroded battery tube. However, absence of alarm was not noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.